Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer sst gel 3.5 ml tube the user identified gel missing. This event occurred 53 times. The following information was provided by the initial reporter. The customer stated: "received a pack of tubes without the separation gel. Half of the tubes are defective."

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 13 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'missing gel' with the incident lot was observed. Two root causes were identified for this failure mode. An operational error during the equipment maintenance allowed the product to continue to the next step without gel. An error in the automatic vision system did not detect the absence of gel and allowed it to continue to packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer sst gel 3.5 ml tube the user identified gel missing. This event occurred 53 times. The following information was provided by the initial reporter. The customer stated: "received a pack of tubes without the separation gel. Half of the tubes are defective."